Manufacturer narrative:
The sensor kit expiration date is 30 jun 2020. The medical event associated with this complaint occurred on (B)(6) 2020 which indicates usage of the device beyond the useful lifespan. No additional investigation are required as the sensor was expired at the time of use, and the device met its specification lifespan. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. A follow-up report will be submitted if any additional information is obtained.

Event description:
A customer reported experiencing a skin reaction while wearing the adc freestyle libre sensor, with symptoms described as ¿red plaque¿. The customer had contact with a healthcare professional and received dexeryl (soothing and moisturizing) and diprosone nerisone (flurandrenolide-steroid) cream as a treatment. No further information was provided. There was no report of death or permanent injury associated with this event.